Event description:
It was reported that the user experienced elevated blood glucose after a supply change with an ilet system, and troubleshooting confirmed proper insulin delivery functions with a dry, intact infusion site, correct tubing connection, drops observed during fill, and no device alerts; the user was advised to perform a complete supply change and later noted scar tissue at a prior infusion site. Symptoms included hyperglycemia. Outcomes included no hospitalization, no injury, and continued use after education. Investigation included phone-based troubleshooting, review of pump functions, verification of infusion set and tubing priming, and user education on site selection and supply replacement. Investigation of this case revealed no device malfunction, no alarms, and a likely contribution from infusion at or near scar tissue, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.